Event description:
Pump reportedly infused too quickly. The medication was taxol from a 500cc bag over 24hrs. The facility's rep reported that the 24 hour infusion ended approx 5 to 6 hours early, the pump had alarmed for air and the bag was found completely empty. The infusion was started no earlier than 10 or 11 am and had completed by 5 or 6 am the next day. No pt injury resulted from the situation. The facility was unable to provide any specific pt info.